Event description:
Market manager consultant reported this drill guide was difficult to place. Once the drill entered the guide, metal shavings were noted in the joint. It was later found that the tips of the guide were bent. It was noted that the fluid flow was low, therefore the shavings were contained. The surgeon removed the shavings with the use of a shaver. The anchor was successfully placed and a competitor's product was used to complete the revision bankart surgery with. A delay of approximately 5 minutes was experienced. No patient injury resulted.

Manufacturer narrative:
No product was returned for evaluation. Based on the information received from customer, the bend in the guidewire directly contributed to the event.